Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. It was reported there was no calcification and no tortuosity. Aneurysm size at the time of implant is unk. It was reported that the pt was brought to the emergency room with abdominal and back pain. A CT scan demonstrated a type I endoleak in the left common iliac. The cause of the endoleak is unk. The physician implanted three additional iliac cuffs. Final angiogram demonstrated no evidence of endoleak. No clinical sequelae were reported, and the pt is reported to be fine.